Event description:
During an in clinic follow up, a high capture threshold was noted on the right ventricular (rv) lead. During the revision procedure diagnostic imaging was performed and revealed a lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received indicating the high capture threshold resulted in a loss of capture on the right ventricular (rv) lead.

Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region, consistent with procedure damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event for failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures. Internal short was due to procedural damage to the insulations.